Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202400698. A supplemental MDR is being submitted for correction and additional information received from the article "transcatheter mitral valve-in-valve replacement in the presence of pannus". Per the article, the sapien 3 ultra valve being implanted more ventricular than desired appeared to be the consequence of the implant being displaced by the inflow pannus, possibly in combination with the valve being mounted slightly off-center of the commander delivery system balloon. B5 correction: "sapien 3" changed to "sapien 3 ultra". "Literature" selected in addition to previous selections on g2. Reference article: jelisejevas, j., husain, a., dundas, j., chiang, b., akodad, m., zaky, f., & webb, j. G. (2024). Transcatheter mitral valve-in-valve replacement in the presence of pannus: a word of caution. Cardiovascular interventions.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device investigation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was reviewed and the following was observed: valve not aligned between markers and deployed. Valve positioned too ventricular with incomplete expansion during balloon deflation. Valve in valve in a more atrial position. The instructions for use/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The malpositioned valve was confirmed based on evaluation of the provided imagery. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. Per training manual, "verify flex tip is on triple marker to ensure full inflation of balloon during deployment and stability of delivery system during thv deployment". In this case, the valve was not aligned with the valve alignment markers, which could lead to uneven balloon inflation and pushed the valve toward the ventricle during balloon deflation. As such, available information suggests that procedural factors (improper valve alignment) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Event description:
As reported from canada by an edwards lifesciences affiliate, during implant of a 26mm sapien 3 valve in a mitral surgical valve by transseptal approach, the valve deployed in a more ventricular position than desired. After deployment, there was mild paravalvular leak (pvl) between the sapien 3 valve and the surgical valve. A second 26mm sapien 3 valve was implanted successfully in the desired position to secure the first sapien 3 valve. The mild pvl was resolved with the implant of the second valve. The patient was discharged the following day post-procedure. Per medical opinion, the pannus on the base of the surgical valve contributed to a "melon-seeding" effect, thereby advancing the sapien 3 valve more ventricular during deployment.

Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant landing zone calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition or embolization, a balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (the pannus on the base of the surgical valve contributed to a "melon-seeding" effect, thereby advancing the sapien 3 valve more ventricular during deployment) may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : device remains implanted.